Event description:
Pt with rectal cancer had bard portacath placed on (B)(6) 2014. Pt was readmitted on (B)(6) 2014 and taken to surgery for removal of the portacath due to malfunction. Per surgeon's pre-operative note on (B)(6), he attempted to access portacath, and there was no blood return. He states he attempted to flush the catheter with normal saline and the pt complained of a pressure type of sensation when the catheter was being flushed. A dye study was also performed by an interventional radiologist who stated the port needed to be removed and replaced. In the physician's removal note, he states "it should be noted that the stem of the port which connects to the catheter was perforated through the wall of the catheter, thus explaining why there was extravasation from the port". Dates of use: (B)(6) 2014. Diagnosis or reason for use: for use during radiation oncology/rectal cancer treatment. Event abated after use stopped or dose reduced: yes.